Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken/leaking sonnet rechargeable battery was received for investigation at service repair. Neither contact with leaking electrolyte nor any injury has been reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking sonnet rechargeable battery was received for investigation at service _ repair. Neither contact with leaking electrolyte nor any injury has been reported.